Event description:
After multiple uses the surgeon determined that the energy was not being properly delivered. New ligasure was requested and used. No patient injury sustained. FDA safety report ID # (B)(4).